Event description:
It was reported that the device's downstream occlusion (dso) was not functioning. There was unknown patient involvement.

Manufacturer narrative:
B3: august is right month, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Device had no prior service history. The primary complaint was confirmed. The downstream occlusion (dso) sensor fails to respond. Replaced the dso sensor, bezel, seal, and ran calibration. Device passed all test criteria.